Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. The field service engineer (fse) assessed the instrument and did not observe any system hardware issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Testing of the customer-supplied neat sample confirmed the customer's elevated result. Patient source interference testing was carried out utilizing a blocker protein specific to alkaline phosphatase. Results indicate a patient source interferent most likely related to alkaline phosphatase as ap mutein was able to block the signal by greater than 90%. In conclusion, patient source interferent is the likely cause of the elevated troponin I (access accutni+3) results. This medwatch report is related to MDR 2122870-2014-00409.

Event description:
The customer alleged a falsely elevated initial troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the access 2 immunoassay system. The initial result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's original and newly collected samples, on the same instrument, generated similar elevated results. The customer noted quality control (qc) was within specification at the time of the event. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. In addition, the customer sent one of the patient's samples to beckman coulter for further analysis.